Event description:
Provider alleges brake engagement loose. The dealer called in to technical services and was advised to apply tread locker to loose hardware and may possibly have to replace the part. No injury. Please note any further information received will be provided in a follow up report. This device has been in use for approximately 2 years.